Event description:
It was reported to philips that the device fails self-test and displays a red x. There was no patient involvement. The results of the functional testing indicate the 50 ohm test load was not installed per testing requirements. No other functionally fault was found. And the device functioned to supply therapy as expected per design. Based on the information available and the testing conducted found the cause to be the 50 ohm test load was not installed per testing requirements . The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the setup for device testing was not correct. The 50 ohm test load was added and the device passed all testing. The biomed will keep the device for testing and if there is no error, he will put the device back into service.. It has been concluded that no further action is required at this time.